Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported black dregs were coming out and the material adhering to the inside of the cleaning tub after the cleaning process. Involving an olympus colonovideoscope. There was no patient injury reported.